Event description:
It was reported that the procedure was to treat an occluded ostium of a saphenous vein graft. A progress guide wire separated during the procedure and the separated portion embedded in the anatomy. The procedure was stopped at the time of the separation. There was a clinically significant delay in the procedure due to the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.